Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to baseline) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to a broken ECG dome pin inside ECG "a". The root cause for the broken dome pin was unable to be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
An electrode belt was returned to the distributor and it was reported that the electrode belt was unable to baseline a patient.